Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 79-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient experienced an access site bleed resulting in a hematoma. Due to the condition, the patient was administered an unknown quantity of blood products and the pump was subsequently removed.

Manufacturer narrative:
Additional information for the initial 1220648-2023-01787 was provided in sections b5, e1, and g1.

Event description:
The patient also experienced thrombocytopenia, however, a direct correlation to the reported bleed could not be confirmed.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1: updated manf. Email address.